Manufacturer narrative:
A beckman field service engineer (fse) was dispatched to the customer¿s site. The fse found a wash issue with the mixer, nozzles and cuvettes. Fse replaced multiple hardware including the regent and sample syringes, di water filter and cleaned the wash nozzles to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported the generation of erroneous results on multiple analytes including, phosphorus, glucose, magnesium and calcium, from their au5800 clinical chemistry analyser. There was no change in patient treatment in association with this event.